Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a dialysis treatment which included a revaclear 300 dialyzer. During priming a fluid leak on the revaclear 300 was observed, the hansen connector was relocated and the priming was completed. During patient connection, when filling the extracorporeal circuit with blood, a new fluid leak was observed on the same dialyzer. The blood pump was stopped and a broken dialyzer connector was observed. The priming phase with blood was discontinued and the blood in the extracorporeal circuit was partially returned to the patient. The blood loss was estimated to be 50-100 ml. The treatment was successfully restarted after changing to a new revaclear 300 dialyzer with the same lot#. According to the customer ¿the connector of the dialyzer was cracked previously, perhaps due to an impact during its storage and/or manipulation not noticeable at first sight and therefore it was not noticed at the time of assembly nor during the first leakage of liquid and the subsequent manipulation of the hansen, to try to solve the leak, caused the total breakage. The root cause was likely caused by use error. The fluid leakage was visually observed twice prior to starting the treatment.